Event description:
The customer reported that prior to surgery, the system would not recognize the handpieces. They could not get the handpieces to tune. Five cases were cancelled . None of the pts had been prepped, and there was no pt injury.

Manufacturer narrative:
The customer did not have the handpiece plugged in all the way. The customer unplugged the handpiece and re-plugged it into the console . The handpiece worked fine after that. The customer cancelled the service call. No parts were returned for eval. The root cause of the handpiece tuning failure could not be determined, as no parts were returned for eval.